Event description:
The device was used during a hysterectomy procedure. Reportedly, the instrument would not close. The hosp has not provided any add'l info. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not available for evaluation.